Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device was unable to confirm an issue.

Event description:
It was reported that the insertable loop recorder (ilr) was unable to be interrogated therefore was not implanted. The ilr and the patient activator were returned and analyzed. Analysis of the returned device was unable to confirm an issue. No patient complications have been reported as a result of this event.

Event description:
It was reported that the insertable loop recorder (ilr) was unable to be interrogated therefore was not implanted. The ilr and the patient activator were returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.